Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's incision was not closing and a staple was missing when the patient took off the bandage. It was noted that the ipg got hot and warm when program was increased to high amplitude and it was also reported that the stimulation was causing the patient pain in her breast area. Reprogramming was done and it was successful. The patient was doing well.

Manufacturer narrative:
Additional information was received that the patient confirmed that there were no medical interventions done and her issue was resolved on its own.

Event description:
A report was received that the patient's incision was not closing and a staple was missing when the patient took off the bandage. It was noted that the ipg got hot and warm when program was increased to high amplitude and it was also reported that the stimulation was causing the patient pain in her breast area. Reprogramming was done and it was successful. The patient was doing well.